Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a transfer set assembly was separated from the flow control barrel (twist clamp separated from female adapter). This occurred during use for peritoneal dialysis therapy at the patient¿s home. At the time of the event, the transfer set had been in use for 27 days. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device evaluation was completed. A visual inspection with the naked eye noted the titanium spike was separated from the light blue main body. The insert/chip was present. There was appearance of solvent in the inside of the light blue main body. Functional tests, including leak, clear passage, and clamp function tests, were performed with no issues noted. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.